Event description:
Catheter replaced due to sterility concern.

Manufacturer narrative:
It was reported that the customer believed they received non-sterile foley catheters however, the foley catheters were sterile. There was a miscommunication which led to the catheter being removed and replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.